Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d1001 added. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® aaa endoprosthesis instructions for use, potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak. H.6. Investigation findings for analysis of production records: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d15.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A plc271200 contralateral leg component was used in the patient's short, dilated left common iliac artery (lcia). On or about (B)(6), 2023, an endoleak was observed on follow-up cta imaging. It was suspected that there was either a distal type I endoleak present on the patient's left side or a type ii endoleak from the patient's inferior mesenteric artery (ima). On (B)(6), 2023, an angiogram was performed which did not show a distal type I endoleak. However, it was reported that the patient's lcia appeared to be degenerating at the distal edge of the implanted limb. The physician elected to place a ceb231210a gore® excluder® iliac branch component (ibc) into the previously implanted contralateral leg component, followed by two gore® viabahn® vbx balloon expandable endoprostheses (8lx59 & 11x59) which were used to extend from the ibc gate distally into the patient's left internal iliac artery. Finally, a plc271000 contralateral leg component was used to treat the diseased area distally. The procedure was well tolerated and without complication. Successful exclusion of the patient's left common iliac artery was reported. It was noted that the physician will monitor the suspected type ii endoleak and return at a later date for ima embolization if it appears that an endoleak is still present. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
D.10. Concomitant medical products and therapy dates: asa, latanoprost, losartan, eliquis, simvastatin, lopressor, proscar, magnesium oxide, miralax, metamucil w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.